Event description:
It was reported that pump malfunction occurred after pump was dropped. The customer¿s blood glucose (bg) level was above 500 mg/dl. Customer treated high blood glucose with correction injection using multiple daily injections and did not require help from any third party. Technical support identified malfunction code, guided customer through pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction code appeared again.

Manufacturer narrative:
Investigation findings, investigation conclusion